Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v971119, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a previous urinary tract infection along with (B)(6).